Event description:
It was reported that an ilet with serial number (B)(6) became unresponsive with no display after being dropped onto carpet, did not wake while on a functioning charger, and could not be reset or paired to the mobile app, leading the user to switch to backup therapy. Symptoms included hyperglycemia to 330 mg/dl for approximately 2.5 hours without ketone testing, medical intervention, or other sequelae. Outcomes included temporary impaired device function and user reliance on alternate therapy. Investigation included remote troubleshooting to verify charger function, attempt a hard reset, and attempt a mobile sync and inspection of the returned device. Investigation of this device revealed a screen or power/display failure consistent with physical damage to the ilet user interface component following a drop event. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to impact.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.